Event description:
The customer called for assistance with setting their basal rates. During the call the customer indicated that they were hospitalized for high bgs four days ago. The customer also mentioned that they have ketones present. It was stated that the customer has been receiving pump therapy since their hospitalization; rather they have been receiving their medication through an IV. The customer informed that the pump was not functioning properly while they were traveling. The customer also reported that they were not able to keep enough insulin in their body.